Manufacturer narrative:
Method - other; device not returned, follow up conversation with company rep and reporting physician.

Event description:
A pt underwent a 3-level balloon kyphoplasty at levels t12, l1, and l2. It was reported that during the filling of the cement at l1, the cement pushed anterior and leaked up and down the backside of the spinal canal. Subsequent to the event, a laminectomy was performed and all the cement was removed from the spinal canal. Level 1 was retreated and all 3 levels were reported to be successfully completed and the pt was doing fine.